Manufacturer narrative:
This product is not marketed in the us. Device problem code: (B)(4) off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9.00/3.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2019. This resolved the problem.cause of the event is reported as unknown.